Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2016, product type extension.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that the patient experienced a staph infection at the ins pocket which also produced an area of redness around the pocket. The consumer reported that the patient's ins and extension at the infection site were removed; however, the consumer was unsure which of the patient's ins devices and extensions were removed. The consumer reported that the patient will have a new ins implanted on (B)(6) 2017. No device issues were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Concomitant medical products: product ID: 37603, serial# (B)(4), implanted:(B)(4) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the infection was methicillin resistant staphylococcus aureus (mrsa). Additional symptoms include redness about a week or so before the explant. The infection was at the left ins and extension site. The ins and extension were removed as a precaution on december 21 or 22. Interventions also included IV antibiotics. It was noted a battery and extension weremoved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.